Event description:
Customer received a reading of 155 mg/dl with freestyle meter. The reading was higher than they felt, but they dosed with three units of insulin. Customer completed two comparison tests five minutes later with the glucometer and the one touch meter. They received readings between 60 to 70 mg/dl. The customer then began to experience hypoclycemia. Customer's family member provided glucose tablets and orange juice to raise customer's blood glucose levels. Testing was conducted on the fingers.